Event description:
The dental implant fx4510swc was removed on (B)(6) 2018 due to failure to osseointegrate 2 months and 9 days after implantation. The patient has history of bruxism. The doctor noted periodontal disease during the surgery. The patient has recovered without complications.